Event description:
It was reported that bd plastipak¿ 50ml concentric luer lock syringe had foreign matter inside the syringe. This was discovered during use. The following information was provided by the initial reporter: it was brought to my attention by one of the staff that work in aseptic manufacturing unit making sterile injectable and parenteral fluids for babies that one the syringes 50ml (bd plastipak) had some gel like material inside. This syringe was not used by the staff and brought qa for inspection. I securitised the syringe and pulled the plunger out and found some sticky material. I am uncertain as to what it is but my guess would be a lubricant which should not be there. I asked the member to quarantine the affected batch, however there were only a few. I looked at all of these pulling out the plunger and they were all fine. We may have some of this batch in our chemotherapy unit. We are checking.

Manufacturer narrative:
H.6. Investigation: one sample was returned to our quality team for investigation. Through visual inspection, signs of excess silicone were observed, the tip filled with the silicone. A device history review was performed for reported lot 1911259, no deviations or non-conformances related to this issue were identified during the manufacturing process. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 1911259 and found to be within specification. While we cannot identify a direct issue, it was determined this incident was a result of the stoppers lubricant accumulating in the feeder and attaching to the product that was reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ 50 ml concentric luer lock syringe had foreign matter inside the syringe. This was discovered during use. The following information was provided by the initial reporter: it was brought to my attention by one of the staff that work in aseptic manufacturing unit making sterile injectable and parenteral fluids for babies that one the syringes 50 ml (bd plastipak) had some gel like material inside. This syringe was not used by the staff and brought qa for inspection. I securitised the syringe and pulled the plunger out and found some sticky material. I am uncertain as to what it is but my guess would be a lubricant which should not be there. I asked the member to quarantine the affected batch, however there were only a few. I looked at all of these pulling out the plunger and they were all fine. We may have some of this batch in our chemotherapy unit. We are checking.